Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor began to malfunction after three days. Customer removed sensor and notived that sensor cannula was split. Customer was advised that sensor would be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test, sensor passed per specifications also, performed bicarbonate buffer test, the sensor passed with accurate readings. However, a visual inspection found the sensor cannula bent also, found cannula split away from tubing; unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.